Event description:
It was reported on (B)(6) 2010, that the patient experienced intermittent stimulation after playing water volleyball and no longer felt stimulation in the leg. The patient also reported some stimulation in the stomach/abdomen. The patient changed programs and increased the stimulation. This worked for the patient. The recharger was working fine, at this time. It was reported on (B)(6) 2010, that at the patient's last programming (approximately the end of (B)(6) 2010, or beginning of (B)(6) 2010) it was stated that the patient's device system had been reprogrammed as much as possible to minimize any abdominal stimulation. The patient reported that this had been a constant issue since implantation. It was reported on (B)(4) 2010, that the "call doctor" icon was displayed. The patient did not notice any associated code. Following this, the patient attempted to turn the stimulation back on and the new program that had been programmed that day reverted to the old program. The patient felt uncomfortable stimulation using this old program. It was reported on (B)(6) 2010, that the patient experienced a shocking and jolting during the trial procedure. The patient stated that the patient's physician became frustrated and ended the procedure. No further details or patient outcome was provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).